Event description:
The physician was treating male patient who presented with an acute right m1 occlusion measuring approximately 1.0-1.5cm in length. According to family members the patient had a history of high blood pressure, hypertension and had had an acute mi. Three passes were made with the same merci retriever x6 with good clot engagements and each retrieval attempt resulted in removal of some thrombus. The physician then administered ia tpa (amount unk) in an effort to help dissolve the thrombus. After infusing and waiting one hour, he deployed a new x6 retriever and torqued the device gaining good clot engagement. As he was about to begin pulling back on the x6 and microcatheter, he noticed the microcatheter had moved proximally and a small kink had formed in the retriever core wire proximal to the platinum solder joint. In an attempt to eliminate the kink that had formed as well as to get the microcatheter into proper position, he began to advance the microcatheter forward. The retriever wire fractured where the kink had formed. The physician attempted to retrieve the detached distal tip using a snare followed by another x6 retriever but attempts to retrieve the retriever detached distal tip were stopped due to inability to advance the microcatheter and guidewire distal to the clot and the detached retriever tip was left in the occlusion. There was no injury associated with the attempt to retrieve the tip. Two (2) days post procedure, patient became unresponsive. CT scan revealed significant edema and midline shift with herniation. The patient was declared bread dead in 2/2006, but it was not believed to be related to device. There was no patient injury/adverse clinical sequeale directly related to the fracture of the retriever.